Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that "cable and ccd flooding" occurred because the watertight function was impaired by the non-compliant sterilization method. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Per the instructions for use: 3.7 high-pressure steam sterilization (autoclave) (caution) ¿do not sterilize the camera head with high-pressure steam. The camera head will be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of cables and charge-coupled devices. There was no patient involvement.